Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure in which the rechargeable implantable pulse generator (ipg) was replaced with a non-rechargeable ipg due to difficulty charging, as the device was unable to charge or maintain a charge even when instructions were followed. Additional charging training was provided but was unsuccessful. The device was retained by the facility.